Event description:
It was reported that during a lap esophagogastrectomy procedure, the scrub nurse noticed the tissue pad had started to peel away. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.